Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 component code, corrected h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions, additional information added to h.10. The 16fr esheath+ was returned to edwards lifesciences for evaluation. A visual evaluation was done, and the following was observed: slight curvature was noted on sheath shaft, sheath liner was fully expanded as designed, the distal tip of the sheath was torn radially along the distal edge of the liner, the distal tip did not open along the axial score line, and score lines were present at the distal tip. Due to the nature of the event, no applicable functional or dimensional testing was performed. Imagery was provided from the site and revealed the following: tortuosity and calcification are present in the access vessel. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed no other similar returned events for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The torn distal tip of the esheath+ was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially, along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a previous investigation by edwards lifesciences. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Additionally, imagery was also provided and shows the presence of access vessel tortuosity and calcification. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. Calcification can create a constrained condition and may further contribute to resistance during advancement. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment escalation is required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, it was noted upon removal of the 16fr esheath+ that the distal tip was torn. The 16fr esheath+ had been prepped per the IFU and no defects were noted prior to insertion into the right femoral artery. There were no issues reported inserting the sheath into the patient. The 29mm sapien 3 valve and 29mm commander delivery system were inserted without difficulty. The valve was successfully implanted in the aortic annulus. The commander delivery system was removed without issue. The esheath+ was removed without issue, but upon removal it was observed that the distal tip was torn. The physician did not insert the 16fr introducer prior to esheath+ removal. The patient remained hemodynamically stable during the procedure, and the patient is reported to be doing well post-procedure.

Manufacturer narrative:
Investigation is ongoing.